Event description:
During a barium enema exam on a quadriplegic patient, table locked up, no controls worked, and the following error popped up on screen error 193: main bean potmeter not in movement with active output. Because table could not be lowered, patient had to be removed from table via 4-person lift back to the wheelchair rather than safely sliding her across. This table failure has occurred several times and been reported to the vendor with no resolution. FDA safety report ID # (B)(4).